Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The device was functioning properly prior to explant. The patient was doing well following the procedure. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.